Event description:
It was reported to tyco/kendal healthcare on 10/24/2001 that two syringes broke while giving an injection. New syringes obtained and worked without difficulty. No injury to patient or physician.